Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that"15 nov 2023, the swg was found kinked prior to the patient. There was no patient involvement.

Event description:
It was reported that" (B)(6) 2023, the swg was found kinked prior to the patient. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one guide wire in its advancer tube, the product tray, and the product lidstock for evaluation. The guide wire cap was not returned. Signs-of-use in the form of dried biomaterial were observed on the guide wire assembly. Clarification was requested from the customer, and it was indicated that the sample may have been contaminated in the clinical room prior to use. Visual inspection of the guide wire did not reveal any kinks or significant bends in its body. The distal j-bend was very slightly misshapen but intact. Microscopic examination confirmed both welds were present and appeared full and spherical. In addition, no damage was observed in the returned product tray. The guide wire total length measured 601mm via calibrated ruler which was within the specifications of 596-604mm per product drawing. The guide wire outer diameter (od) measured 0.80mm via calibrated caliper which was within the specifications of 0.788-0.826mm per product drawing. The returned guide wire was functionally tested per the instructions-for-use (IFU) provided with this kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through a lab inventory arrow raulerson syringe (ars) and a lab inventory 18 ga introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were intact. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that" (B)(6) 2023, the swg was found kinked prior to the patient. There was no patient involvement.